Manufacturer narrative:
Bigfoot investigation showed that there was no ble communication between the sensor and the bigfoot unity mobile app prior to the alleged event. Data logs also showed that sensor unavailable alerts were turned off and therefore no sensor unavailable alerts were raised, per specification. Bigfoot cannot confirm if the app was stuck on the "bigfoot" screen as alleged by the customer, and the event was resolved by restarting the customer's phone. However, bigfoot identified the possibility that the customer may not receive low glucose alerts if the sensor loses ble communication with the bigfoot unity mobile app during the alleged app condition. Bigfoot data logs indicate that the customer was scanning their sensor via the nfc channel during and prior to the alleged event. The available glucose data from sensor scans indicate that the patient's blood glucose did not drop to low glucose range during this time.

Event description:
Customer reported that when they try to open the bigfoot unity app, nothing happens and all it displays is "bigfoot".